Event description:
Reported due to retroperitoneal bleed. In 2006, a patient underwent an arteriotomy closure using a starclose device after an unknown procedure. Closure appeared successful, however, the patient immediately developed groin pain, and back pain after 20 minutes. After 2 hours, CT scan confirmed retroperitoneal hermorrhage (rph) and compression was applied. Blood pressure returned to normal after 20 minutes of compression. Femoral angiogram was taken during the procedure and did not show scarring at the arteriotomy site; however, the doctor could feel scarring upon palpation. Hospitalization was prolonged one extra day and the patient was discharged home 2 days later.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report. A corrective action has been initiated for retroperitoneal hemorrhage.